Event description:
The manufacturer received information regarding a rep dreamstation auto bipap. The reporter alleged cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation information was received on 04/25/2022, and section h10 should be reported as: the manufacturer received information regarding a rep dreamstation auto bipap. The reporter alleged cancer. Medical intervention was not specified. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer's service center concludes that unit passed final test. In box d model number, catalog number, device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.